Manufacturer narrative:
(B)(4). Device evaluated by MFR: analysis of the returned device revealed the distal end was severely elongated. The core wire was fractured 1cm from the ballweld. The proximal fracture site was protruding through non stretched coils. The ptfe is abraded at 3cm and peeling/abraded at 24 and 35cm proximal to the location where the core wire is protruding from the coils. Outer diameter measurements met specifications. Both fracture sites were sent to the (B)(4) lab for analysis. Compression and tension zones were observed. Elongated dimple ruptures were noted. No material anomalies were detected. The fracture surface is characterized by material cracking and propagation caused by a bending action. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is caused by other device due to the resistance noted while advancing through the ptcd needle. (B)(4)

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the tip of the guide wire became unraveled. The target lesion was unknown. An unknown ptcd needle was placed in the patient. The 035/145/3mm amplatz super stiff guide wire was inserted through the needle and resistance was noted after the wire had been advanced approximately 2cm into the patient. The devices were removed together as a unit. The distal tip of the amplatz guide wire had become unraveled, but remained intact. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good. However, device analysis revealed a fractured core wire and damaged coating.